Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to verify the vibration anomaly or hot pump anomaly due to the blank display. The pump also had a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported receiving an unexpected vibration from the insulin pump, and that the device then got very warm. Customer stated the insulin pump then had a blank display, which had allegedly been recurring after receiving a new battery cap. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.